Event description:
It was reported that customer experienced cgm error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through pump reset, after which error did not reappear, and customer was advised to wait before starting new sensor session, which customer understood and followed.